Manufacturer narrative:
H10: internal complaint reference case: (B)(4).

Event description:
It was reported that, during a labral repair, a accu-pass suture shuttle was unable to progress the monofilament. When removing the accu-pass from patient, the monofilament broke leaving half of the monofilament in the patient and half in the device. The remaining monofilament was removed from the patient. Procedure was completed with a competitor device. No significant delay and no patient complications were reported.

Event description:
It was reported that, during a labral repair, a accu-pass suture shuttle was unable to progress the monofilament. When removing the accu-pass from patient, the monofilament broke leaving half of the monofilament in the patient and half in the device. The remaining monofilament was removed from the patient. Procedure was completed with a competitor device. No significant delay and no other complications were reported.

Manufacturer narrative:
Event and health effect - impact code updated. H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A visual inspection revealed the device was returned outside of original packaging. The device was received with three monofilaments. One of the monofilaments was cut in half. One monofilament was new. The last monofilament was used and had a knot tied into it. No physical damage visible to the handheld device. A functional evaluation revealed the device passed the brand new monofilament with no issue. The device passed the use monofilament without issue once the knot was untied. The cut monofilament could not be tested. The complaint of broken monofilament was confirmed. Factors, which could have contributed to the complaint event, include an application of excessive force or contact with another source. The complaint of monofilament not progressing was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.